Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm broke during use. Patient injury is unknown as of this MDR. Further information for this event has been requested.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Patient outcome, unfortunately not all parts could be removed, a surgical intervention was not necessary, the instrument was completely new in each case and was only unpacked from the original packaging for the patient.